Event description:
It was reported that during urological malignant tumor resection, when the user tried to ligate, the clip was not closed. The user tried another clip; however, it also was not closed. A new cartridge was opened instead to complete the surgery. No clip fell in the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned three loose clips from 544240 hemolok l clips 6/cart 84/box for investigation. The clip cartridge was not returned. The returned clips were visually examined with and without magnification. Visual examination of the returned clips revealed that only one of the clips was intact and the other two clips had the hooks broken off. The intact clip appears to have flash around the hook. Functional inspection was performed on the intact clip that was returned. A lab inventory clip applier was used. The clip was able to properly load into the jaws of the applier and was successfully applied to over-stressed surgical tubing without the hook breaking off. Although the hook did not break, two clips were returned with the hooks broken off. R & d was consulted for root cause analysis. The broken hooks are indications of a mis-molding issue near the hooks which could cause the hooks to break upon application. It is also possible that flash contributed to the clip breakage. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The broken hooks are indications of a mis-molding issue near the hooks which could cause the hooks to break upon application. It is also possible that flash contributed to the clip breakage. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "clips not closing" was confirmed based upon the sample received. Three loose clips were returned. The clip cartridge was not returned. Only one of the returned clips was intact and the other two clips had the hooks broken off. The intact clip appears to have flash around the hook. Upon functional inspection, the clip was able to properly load into the jaws of the applier and was successfully applied to over-stressed surgical tubing without the hook breaking off. Although the hook did not break, two clips were returned with the hooks broken off. R & d was consulted for root cause analysis. The broken hooks are indications of a mis-molding issue near the hooks which could cause the hooks to break upon application. It is also possible that flash contributed to the clip breakage. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box lot# 73d1800676 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during urological malignant tumor resection, when the user tried to ligate, the clip was not closed. The user tried another clip; however, it also was not closed. A new cartridge was opened instead to complete the surgery. No clip fell in the patient.